Event description:
It was reported that the patient faced kinked tubing and blockage in the cartridge due to which occlusion occurred on (b)(6)2026. The issue occurred with three infusion sets.

Manufacturer narrative:
Initial 2 of 3.Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.